Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / perforation of left fallopian tube/tube ruptured"), ectopic pregnancy ("pregnancy (ectopic)"), ruptured ectopic pregnancy ("that I had experienced an ectopic pregnancy, a tube ruptured"), haemorrhage in pregnancy ("tube ruptured and there was a lot of blood loss / lost 2 liters of blood") and peritoneal haemorrhage ("hemoperitoneum") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, pre-eclampsia and multi gravida. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included abortion spontaneous with mirena. Concomitant products included celecoxib (celexa) and gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and gastrointestinal pain ("gi pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and depression ("depression") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced haemorrhage in pregnancy (seriousness criterion medically significant), peritoneal haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("bottom of abdomen pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy, suction and transfusion). Essure was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, haemorrhage in pregnancy, peritoneal haemorrhage, depression, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, weight increased, gastrointestinal pain, abdominal pain lower and abdominal pain outcome was unknown, the ectopic pregnancy, ruptured ectopic pregnancy and abdominal pain upper had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, fallopian tube perforation, fatigue, gastrointestinal pain, haemorrhage in pregnancy, headache, migraine, pelvic pain, peritoneal haemorrhage, ruptured ectopic pregnancy and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Removal date - (B)(6) 2016- 1st part removed cleft fallopian tube removed), (B)(6) 2017- hysterectomy, unilateral salpingectomy - left, partial hysterectomy with unilateral. Salpingectomy - right. This essure pregnancy case linked with case (B)(4) (mirena case). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs and mr received. Previously reported event "injury to herself" updated to "perforation (fallopian tube), dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) ,fatigue, hair loss, migraines, headaches, pregnancy (ectopic), device ineffective, weight gain, gi pain, bottom of abdomen pain, stomach pain, ectopic pregnancy ruptured, tube ruptured and there was a lot of blood loss and hemoperitoneum, depression, pelvic pain and abdominal pain. Reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.